Event description:
It was reported that the 8mm permanent cautery hook (pch) instrument's hook was broken. No fragment fell into the patient. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.